Event description:
It was reported the patient had pain at the location of the device if he moved certain ways. The pain started 6 days prior to report. It was noted the patient had taken "a lot" of falls, but none were of note at the time that related to the event. It was also reported the patient had been having to charge more than expected. This may have been a result of multiple adjustments the patient had been making due to the new pain. Follow up information received 10 days later reported an impedance check was performed and it was found there were multiple out of range impedances. 7 days later it was reported the battery was "shorting" and it needed to be replaced. No replacement had been scheduled. The patient was seeking a physician that could replace the device before (B)(6), as his current physician wasn't available before then. The device "only worked half the time" at the time of report. When using the recharger the patient would consistently have the temperature message show up. Additional information received 7 days later reported the cause of the event was a fall and motor vehicle accident. It was noted there was a "potential broke electrode". No interventions were reported. The patient did not require hospitalization, and patient outcome was noted as no injury.

Event description:
Additional review indicated the event reported in manufacturer report #3004209178-2012-10941 pertained to the event that is reported on this manufacturer report. Any additional information received will be reported under this manufacturer report.

Manufacturer narrative:
Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event to be the movement or dislodgement of the occipital lead. No hospitalization was reported. It was stated that a surgical revision was to be 'considered' and 'set up.' No further information was reported.